Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
Inserting the screw into the femoral tunnel surgeon remarked that the screw had broken. Pulled out about 3 mm of the screw while the rest remained in the patient. Additional information obtained 8/5/2020: a standard guidepin with 8 mm offset guide, 2 pin passer and reamer were used to prep the bone. No tap was used as there was no bone plug on graft. Patient bone quality was not mentioned by surgeon. Approximately 15 mm of the screw was left in the femoral socket and reporter states surgeon felt fixation was adequate. The broken portion that was removed from the patient was discarded.